Event description:
Pt was fist into avaira toric (enfilcon a) contact lenses on (B)(6) 2011. On (B)(6) 2011 the pt stated she had inserted a new lens the prior day and upon insertion had difficulty with the right lens. The eye was itchy and irritation increased throughout the day. Pt ended up attending the hospital later in the evening due to the pain in the right eye. Slit lamp evaluation revealed a large corneal ulcer just under the pupil margin of the right eye. Pt returned on (B)(6) 2011 following antibiotic treatment. Pt had a clear cornea. Pt resumed wear of avaira toric lenses on (B)(6) 2011. Pt returned on (B)(6) 2011 reporting increasing irritation to the right eye. The right cornea has significant staining over a larger area than the previous ulcer. Pt was advised to discontinue contact lens wear and resume antibiotic treatment. On (B)(6) 2011, the pt returned for a follow-up and the cornea had healed.

Manufacturer narrative:
Event was reported by the eye care practitioner directly to coopervision (B)(4). This is being reported as a corneal ulcer. Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn.